Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was experiencing an increase in pacing impedance and threshold values. Noise was seen on a stored egm. Fracture is suspected. However, no fracture was observed via x-ray. The lead was cut, capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.